Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from the USA stated the device does not function. The device was not being used in during surgery. It is unk if pt or user injury was reported. No additional info was provided.